Event description:
A patient specific prescription form has been received "loose bayley/walker mets implant. Needs custom mets fixation into distal humerus with taper which allows proximal humeral bayley/walker or hemiarthroplasty modular component to be used. New resection to be 8cm above joint line. Cemented stem with medial and lateral plates".

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.